Event description:
A peritoneal dialysis patient's wife called fresenius technical support to get assistance with having the liberty cycler picked up as a final pickup. She states her husband went to the clinic today and has bacteria in his tubing. The patient will now be on hemodialysis. The caller states the patient had no issues last night with the cycler and dialyzed to completion. Follow up with patient's clinic and pd rn revealed the patient worked on a farm and has difficulty maintaining infection control in relation to doing peritoneal dialysis treatments. Per the pd rn there were no reports of fluid leaks.

Manufacturer narrative:
A product investigation was performed for this device. A visual inspection showed no physical exterior discrepancies. All functional tests passed. A simulated treatment was performed and completed with no issues or alarms. The reported symptoms were not confirmed. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints for this device. A review was performed by the post market clinical department. Per the pharmocovigilance physician, peritonitis is a known complication of peritoneal dialysis, caused by a break in the sterile field and aseptic technique. Eradication of a peritoneal catheter infection is difficult and often requires removal of the peritoneal catheter. There is no history of device malfunction or leaks. The cycler did not cause or contribute to the event of peritonitis.